Event description:
It was reported that the rv lead was replaced due to high impedance (>2000 ohms) that had been increasing over time, rising thresholds, and an apparent lead fracture. No patient complications have been reported as a result of this event.